Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the cardiosave intra-aortic balloon pump (iabp) unit involved in this event as it will be sent to biomed. A supplement report will be submitted should additional information be provided. Customer didn't request service at this time.

Event description:
It was reported by the customer that during use, the cardiosave intra aortic balloon pump (iabp) had a fan failure detected. No patient harm, serious injury or adverse event was reported. Patient height: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Additional customer contact phone: (B)(6). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.